Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely elevated/erratic ca19-9 results on a patient sample - sid (B)(6). Results provided for sid (B)(6) from (b)(6 2013 = 38.26u/ml / repeated 22.00 / <2.00 (7 times) / 2.60u/ml. There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
Age of patient has been added - (B)(6) years. (B)(4).

Manufacturer narrative:
The customer observed falsely elevated patient results while testing with architect ca 19-9xr, list number 02k91, lot number 23263m500. A review of customer complaints received to-date did identify an increase in complaint activity related to the issue for lot 23263m500. Accuracy testing of lot 23263m500 was performed. Four levels of an internal panel with known concentrations of ca19-9 were tested and lot 23263m500 showed that it can accurately detect known concentrations of the analyte. The customer was directed to the architect ca19-9 package insert, "limitations of the procedure section" section for further information regarding addressing falsely elevated ca19-9 results. The investigation results show that there is no product deficiency and that the architect ca 19-9xr reagents are performing as intended. Further investigation is not required. No malfunction was identified; this issue was limited to two discreet patient samples and the retest results were similar to the patients historical values.